Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer hasn't had a battery last more than 6 hours. Customer stated that the pump keeps alarming failed battery. Customer received failed battery tests with two different brand new batteries. Customer's blood glucose level was 130 mg/dl. Customer stated that she currently has a weak battery. Customer ensured that the battery was securely fastened and the battery slot was aligned horizontally with the pump. Customer did not receive another failed battery test. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer stated that the battery is only half charged. Customer later called back and stated that the pump is still giving her the same issue even with the replacement cap. Pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).